Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in inappropriate episodes. Additional information noted that the oversensing also resulted in inhibition of pacing.